Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.